Event description:
It was reported that imaging identified three fractured baseplate screws in a patient with a prior left shoulder arthroplasty, and the patient was being considered for further intervention due to pain and decreased range of motion. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: unk screw cat # unk lot # unk qty: 2. The product will not be returned for analysis; once the investigation is completed, a followup medwatch will be submitted.